Manufacturer narrative:
Patient country: (B)(6). Patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced an infusion set had blockage at tubing and insulin was not exiting in tubing after plunger push on 19-jun-2024. No further information available.